Event description:
It was reported that shaft break occurred. The patient presented with lower extremity arterial disease (lead) and underwent endovascular therapy (evt). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke outside the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The patient presented with lower extremity arterial disease (lead) and underwent endovascular therapy (evt). The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft broke outside the patient. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 126cm from the hub. There is buckling to the inflation lumen 115.5cm from the hub. The inflation lumen is stretched from the separation to the proximal end of the balloon. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the inflation lumen is separated.